Event description:
It was reported that when the kit was opened, they found the lidocaine ampule was broken. As a result, another kit was opened and used without incident. There was no delay in treatment, no pt death, and no pt complications were reported. This occurred with three kits from this lot number.

Manufacturer narrative:
(B)(4). Sample will not be returned.